Manufacturer narrative:
(B)(4).

Event description:
Trial patient's wife contacted dexcom on (B)(6) 2016 to report an intermittent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.